Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient's blood glucose level (bg) rose to to 16.6 mmol/l (298.8 mg/dl). Upon pod activation the needle did not deploy the cannula as intended. The cannula was deployed late and the patient was unsure if the cannula properly inserted into the infusion site.